Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had shut off mid-infusion¿ could not be replicated by testing and visual inspection. Ran test same as last user set up with the customer returned rechargeable battery pack. Completed test without any errors or alarms. A device event log/alarm history review showed there was a power down without user confirmed power down. Checked and inspected power on button, pogo insulators, and battery compartment. No fault was found. The most likely cause of the reported issue was the pogo insulators are too long. Trim/shorter pogo insulators to resolve the error. Further investigation found loose air detector and damaged downstream occlusion (dso) seal. Replaced dso sensor and reseated/glue air detector. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had shut off mid-infusion. Adverse effects are unknown. No other information provided.